Event description:
Procedure type:tlh. According to the reporter:both endostitch units failed to open once loaded. If opened they did not toggle. They decided to use another unit. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).